Event description:
It was reported that the patient had a problem with his pump. The medication being delivered via the device system was dilaudid. The patient was in a clinical study and experienced a "lack of effect." The device was explanted and replaced. The patient recovered without sequela. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement. The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.